Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system has received one inappropriate shock in the past (date not provided) and changes were made to the vectors due to noise recorded previously and then the patient received another shock six months later. During in-clinic testing, pocket manipulation and lifting the patient's leg to cross over the other leg produced noise in all three vectors. Noise was also seen when the patient would move his arm across his chest in front of his body. It was reported that these issues started approximately ten months after implant ((B)(6) 2016). It was noted the patient may have lost weight, but the physician reviewed x-rays and everything appeared fine with the device and electrode. Impedances have remained stable, under 85 ohms. Boston scientific technical services (ts) reviewed x-rays. The electrode looked in proper position, but the device appeared a bit anterior. The device was turned off and the patient was sent home for the day. The patient returned the following day and the s-ICD system was explanted and replaced with a transvenous ICD system. No further issues were identified during the revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was connected to the s-ICD test fixture. As received the device is in the alternate electrode configuration. A 2mv 55bpm sense waveform was connected to the alternate configuration. The ECG displayed normally, no noise was noted. A reference ECG was obtained. This was repeated in the primary and secondary sense vectors with the same result. No noise was noted in any of the sense vectors. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.